Manufacturer narrative:
Device failure is suspected in the serial cable which was not returned.

Event description:
Reporter indicated a vns (B) (4) handheld computer was working intermittently. The computer was fully charged and was used on battery power only, but communication errors would occur. The programming wand used with the computer performed as intended with another vns computer, ruling out the wand. A loose computer serial cable was suspected. The computer, a/c adapter, and flashcard were returned for analysis, but the serial cable was not returned. Analysis of the computer and flashcard revealed no anomalies and the computer and flashcard performed per specifications. The serial cable has been requested for return but has not been received to date.